Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The pump was able to be turned on and the a power source alert occurred. The pump then powered back off and an unspecified malfunction occurred. The customer's blood glucose was 190-315 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.